Event description:
The user reported experiencing sound fluctuations with the device since the last 5 days. Re-implantation is planned in (B)(6) 2025.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause a device investigation of the concerned device would be necessary. Re-implantation is planned in (B)(6) 2025.

Event description:
The user reported experiencing sound fluctuations with the device since the last 5 days ((B)(6) 2024). The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user reported experiencing sound fluctuations with the device for the last 5 days. Re-implantation is planned but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.